Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported a screw would not lock into the plate. During surgery for a distal radius fracture, after repositioning and installing the plate, the surgeon drilled through the guiding block and quick drill sleeve. He inserted a variable angle locking screw through a positioning hole and found the screw was not locking. Surgeon attempted to remove the screw but was unable to reverse it. He completed the procedure without locking down the screw. This is the first of two reports for this event.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. No conclusion could be drawn as device was not returned.